Event description:
The customer reported that there was memory failure during start-up. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced a part not manufactured, and performed a bypass memory test. The system operates as intended.